Manufacturer narrative:
The device is not expected to be returned for evaluation. As the customer was able to troubleshoot and resolve the issue. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The biomedical engineer reported to olympus on behalf of the customer, that when using a high frequency unit "esg-400", there was an error code e006. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer and the legal manufacturer's final investigation. Upon follow up, the site biomed stated that the issue was resolved by adjusting the universal cord. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, specific root cause could not be determined. The e006 error is triggered by an increased impedance between the electrodes which can result from an increased number of deposits of tissue on the electrodes; poor connector contact resistance from incorrect/insufficient use setup, defective connector, or cable; the instrument being in a gas bladder during activation or the measuring method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.